Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called and reported the insulin pump alarmed with an unexpected restart error and a failed a battery test, and the screen went all black. Customer's blood glucose was not known. The customer stated he would use manual injection to treat until receiving a new insulin pump and he will not be returning the device for analysis at this time.